Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to properly deploy in patient. Per the user, after inserting, inflating balloon and pulling back the device, they checked for tamponade by opening side arm to ensure no bleed back. The user shuttled down and when bringing the sheath back along with the shuttle, there was resistance and noticed that the sealant was in the black tube of the device and never deployed into the patient. There was some resistance when retracting due to mynx remaining in the black tube. Manual pressure was applied for 20 minutes. Patient remained in the hospital but not due to device failure. The device was used in a diagnostic neruo procedure with a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was recovered after the procedure. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The device storage temperature did not exceed 25 °c. There was no excessive force applied when shuttling down. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. The device was stored and prepped according to the instructions for use (IFU). The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. -additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. -a review of the manufacturing documentation associated with lot f2215703 presented no issues during the manufacturing process that can be related to the reported event. -this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 as reported, a 5f mynxgrip vascular closure device (vcd) failed to properly deploy in patient. Per the user, after inserting, inflating balloon and pulling back the device, they checked for tamponade by opening side arm to ensure no bleed back. The user shuttled down and when bringing the sheath back along with the shuttle, there was resistance and noticed that the sealant was in the black tube of the device and never deployed into the patient. There was some resistance when retracting due to mynx remaining in the black tube. Manual pressure was applied for 20 minutes. Patient remained in the hospital but not due to device failure. The device was used in a diagnostic neruo procedure with a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was recovered after the procedure. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The device storage temperature did not exceed 25 °c. There was no excessive force applied when shuttling down. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. The device was stored and prepped according to the instructions for use (IFU). The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. The procedure sheath was on the outer cartridge tubing, covering the balloon proximal tip. The sealant and advancer tube remained inside the outer cartridge tubing. The device was inspected for damages/anomalies that may have contributed to the reported failure, and no visual damages or anomalies were observed. Per functional analysis, the unsheathing the sealant step was performed on the returned device. Resistance was felt when the shuttle cartridge being retracted to the black handle. It was found that the sealant was exposed to blood, adhered to the device components, the sealant profile increased and caused the resistance felt during the device failure investigation. The sealant was loosened from the device components, and the shuttle cartridge was able to be retracted to the black handle without issue. The advancer tube was found properly engaged to the proximal tamp lock, per the mynxgrip instructions for use (IFU). After unsheathing, blood was observed on the whole surface of the advancer tube. The condition of the returned device is consistent with a device deployment jam. The procedure sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure, and no anomalies were observed. Per microscopic analysis, visual inspection at high magnification showed that the sealant was soaked in blood, adhered to the device components and the sealant profile increased. The condition of the returned device indicates that the sealant may have been prematurely hydrated, swollen and during shuttling and unsheathing step, the sealant hindered/obstructed the device path from being retracted to the black handle, which may have contributed to the reported incident. A product history record (phr) review of lot f2215703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.